Event description:
It was reported that the patient exhibited cardiac arrest. The right atrial (ra) lead and right ventricular (rv) lead exhibited undersensing. The rv lead also exhibited loss of capture. Both leads remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.